Event description:
The 840 ventilator had a loss of communication failure during testing. There was no pt involvement. The covidien customer service engineer (cse) investigated the device and replaced the breath delivery unit (bdu)/printed circuit board (pcb) . The ventilator passed all testing.

Manufacturer narrative:
(B)(4).